Manufacturer narrative:
This report is being filed on an international product, list number 7p42 that has a similar product distributed in the us, list number 7p42-24/-33, and 510k k220949. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed positive alinity I cmv igg results. On (B)(6) 2026, sid (B)(6) (female) generated alinity I cmv igg reactive of 36.7au/ml, but repeated negative of 0.3 au/ml. The patient history is known to be negative. No impact to patient management was reported.